Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated by a manufacturer service technician. It was found that the driveshaft bearings were corroded, which may have caused the reported event.